Event description:
It was reported that the patient ¿got hit in the back with a door knob¿ and her left foot started ¿twitching¿ following that. This reportedly ¿moved the lead wire, and ended up hitting a nerve that went down the patient¿s foot¿. The reporter indicated that ¿some reprogramming¿ was attempted and it helped ¿on that day¿. When the patient returned home however, the twitching ¿got worse¿ over the weekend and her leg ¿started cramping and she couldn¿t sleep like that¿. The reporter indicated that the patient was seen by a manufacturer¿s representative who helped and ¿did some combinations¿ at that time. This was noted to have occurred "around (B)(6) 2013". The patient consequently had her system replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v796134, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).